Event description:
Medtronic received information that approximately nine months following the implant of this transcatheter pulmonary bioprosthetic valve, an increased gradient measurement was noted. It was reported that prior to the valve implant the gradient was 0 mm hg but increased to 5 mm hg after the implant. A 3d rotational-angiography (3dra) was performed and indicated compression at the frame at the level of the basal plane of the valve. It was reported that the patient had a narrow basal plane (15mm or less), which could have contributed to the increased gradient. Approximately one week later the valve was dilated and a second transcatheter pulmonary valve was implanted. The dilation and implant of the second valve increased the diameter from 16mm to 24mm and decreased the gradient to less than 5 mm hg. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: review of the short movie video received show what appears to be the harmony deployed with the inflow medial rows 5 and 6 not fully deployed. The guidewire is almost pulled back to the level of the inflow. The coil is still exposed and the carrot tip, (nose cone of the delivery catheter), is almost to the level of the outflow, rows 1-2. Unfortunately, there was no angiogram on this video. There is some restriction visualized for the inflow to fully open, however, we are unable to determine the exact cause from this video. Two static pictures were received. One picture shows the stent frame with a measurement of 16mm at row 4 and row 5. The second picture shows the inflow struts have opened but are not 100% completely open with rows 5 and 6. There is no guidewire, delivery system catheter or balloons shown. In conclusion, this harmony 25 valve appeared to have some inflow distortion and as reported in the event description, after intervention with both a balloon dilation and second valve implanted, improved visually. Unfortunately, there was no angiographic images received to show the valve competency or if there was any paravalvular leak (pvl) or pulmonary insufficiency (pi) present. The device history record (DHR) and frame records of this valve was reviewed and no anomalies were noted that would have impacted this event. Gradients are known potential adverse effects per the instructions for use (IFU) and can be observed despite normal device functionality. It should be noted that a mean gradient of less than or equal to 40 mmhg is generally considered acceptable residual condition for this valve. Unfortunately, a conclusive cause for the reported high gradients could not be determined from the limited information available. However, the high gradient most likely was the result of the inflow rows not being fully open. It was reported that the patient had a narrow and small pulmonary basal plane (inflow area) of 15mm or less, which could have contributed to the increased gradient by compressing the frame of the valve. In this case the landing zone chosen by the user had a very narrow and small pulmonary basal plane, (inflow area). This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.